Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 57 mg/dl. To address the low bg level, the customer consumed candy. Review of bolus history showed that a bolus had been delivered at 3:51pm for a request of 8.37 units. Reportedly, the customer had meant to put a value of 40 grams for carbohydrates but instead input 70 grams. Recommendation was made to read the confirmation screen carefully before delivering a bolus request. At the end of the call, the customer blood glucose level was 89 mg/dl, and rising. The customer reported feeling "okay". Several hours later during a follow-up call, the customer reported blood glucose level was 121 mg/dl, and the customer was feeling fine.